Event description:
The customer reported being admitted in the intensive care unit for one night due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer declined to troubleshoot and requested a new insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.